Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating the impedance on the atrial pacing lead was beyond the expected upper range. Impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Impedance on the lv (left ventricular) pacing lead was beyond the expected upper range, and battery indicator signified the time is approaching for device replacement. Battery voltage was 2.92 volts on (B)(6) 2016; right ventricular (rv) pace impedance was greater than 3000 ohms on (B)(6) 2016; left ventricular (lv) lead pace impedance was greater than 3000 ohms on (B)(6) 2016; atrial pace impedance was greater than 3000 ohms on (B)(6) 2016.

Event description:
It was reported that the patient alert sounded, and the device measured high impedances for the atrial, right ventricular (rv), and left ventricular (lv) leads all at once. The leads all exhibited sensing and thresholds within normal limits, so it was suspected that there was a device issue. It was also noted that the device had developed a higher than normal current drain, though there was no evidence of any recent charges, and the patient indicated no recent medical procedures that may have affected the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.